Event description:
It was reported that the mobile programmer application became unresponsive during an implant procedure when it was attempted to perf orm lead testing with the mobile programmer analyzer, the display became unresponsive and an hourglass symbol was displayed. Question mark symbols were displayed for the parameters and the user was unable to establish connection. An alternative model programmer was used to complete analyzer testing. The application session was ended and the cardiovascular implantable electronic device (cied) was reinterrogated with the application. The cied was connected to the leads for testing however the connection between the application and cied was poor and it was not possible to perform testing. An alternative mobile programmer application used to compete programming of the cied. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.